Event description:
It was reported that the hl20 device had a run-away error message. This message is displayed when the pump speed deviates 10% from the set value. The run-away error message caused the pump to stop, to prevent harm to the pt based on the increased pumping. The design inherent protection measure was effective. To restart the device, the user had to turn the rotary knob back to zero, to prevent pt harm due to prolonged pump stoppage. No pt injury was reported. (B)(4).

Manufacturer narrative:
(B)(4). Maquet provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if additional info becomes available.